Event description:
It was reported that t:slim x2 pump battery would not charge, pump would not turn on, and charging connection was not recognized despite use of multiple outlets, wall adapters, and charging cables, resulting in pump shutdown and inability to use pump. There was no adverse impact to the customer's blood glucose level because pump was not being used for insulin delivery at the time and customer used multiple daily injections as backup therapy. Pump replacement was arranged under warranty.